Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to suspected infection. Additional information indicated that the patient was scheduled for a surgery to put the device submuscularly due to severe pain. Once the pocket was opened, the physician suspected it was infected and opted to remove the entire system. There were no additional adverse patient effects reported. The pacemaker was explanted.